Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Performed visual inspection on the returned sensor and no physical damage was observed with the sensor patch. No issues were observed with the adhesive. Sharp was not returned. No malfunction of product deficiency was identified. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.correction to h10 as extended investigation for the sensor was inadvertently missing from the initial MDR report.

Event description:
A customer experienced a skin reaction while wearing an adc freestyle libre sensor and experienced symptoms described as redness, pain, and warmth to touch. Customer had contact with a healthcare professional and was prescribed mupirocin antibiotic for treatment of infection. There was no report of death or permanent injury associated with this event.

Event description:
A customer experienced a skin reaction while wearing an adc freestyle libre sensor and experienced symptoms described as redness, pain, and warmth to touch. Customer had contact with a healthcare professional and was prescribed mupirocin antibiotic for treatment of infection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.